Event description:
This reported is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred during a routine hemodialysis treatment which could not be resolved. While attempting manual rinseback the operator inadvertently did not open the cycler door as required. Rinseback could not be performed resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The user's guide provides adequate instructions for performing manual rinseback. The balance chamber pressure alarm was attributed to a kink in the tubing. Nxstage could not confirm the reported event as the cartridge was not received at the time of this report. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training regarding rinseback procedures. Nxstage medical considers this report closed. No additional information will be provided.